Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. An implant form was received on 04/04/2017 due to possible off label use since 2 rv leads are implanted. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).